Event description:
It was reported that the patient had active driveline communication fault. The log file review confirms driveline communication b fault alarms on (B)(6) 2026. It was suggested to exchange the modular cable and system controller. It was additionally reported that the patient's modular cable and system controller were exchanged as advise and the alarms resolved. The log file review confirms that driveline communication fault. Did not return post exchange. The photo submitted of the pump cable connector showed corrosion inside the connector.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.